Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4 - reliability laboratory technician, (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode, causing the lead to exhibit high impedance and capture anomalies.

Event description:
This report is to advise of an event observed during analysis.